Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was implanted in 2010 with a surgical lead, and stated that they never used it because no one helped her with it. The patient's hcp chose to replace the ins despite knowing that it was never successful. With the new ins, the patient was not getting relief from stimulation. Routine programming was done, and the patient thought it helped at first, but then stated that it was not providing relief and that the numbness in their legs was worse then it was with the previous ins. The patient agreed to leave stimulation off for one month while the patient saw a neurologist to evaluate the complaints of numbness. No further complications were reported.